Event description:
Report from spain states a pt using an lv5 infusor for 5fu infusion "was hospitalized because of drug intoxication" the report states. "The flow rate of the infusor was 7g/8h instead of 7g/48h." No further event details available.